Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that before use of the bd vacutainer® no additive (z) tubes have foreign matter in the tubes.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8156805, medical device expiration date: 2019-11-30, device manufacture date: 2018-06-05. Medical device lot #: 8187660, medical device expiration date: 2020-01-31, device manufacture date: 2018-07-06. Medical device lot #: 8129767, medical device expiration date: 2019-10-31, device manufacture date: 2018-05-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® no additive (z) tubes have foreign matter in the tubes.